Event description:
A (B)(6) male pt's spouse contacted zoll customer support to report that his battery charger was making a loud beeping noise. The pt was issued a replacement battery charger.

Manufacturer narrative:
Device eval summary: device eval of battery charger sn (B)(4) is currently underway. The reported problem (battery charger problem) has been confirmed. As received, the battery charger would not power on. Upon service investigation, there was an md5 failure during reprogramming of the charger, which is a flash memory failure. The cause of the charger not powering on was isolated to (components u102 and u105) computer / analog board sn (B)(4). A root cause analysis is currently underway. A supplemental report will be sent upon completion of eval. No adverse event occurred due to the defective battery charger. The pt received a replacement battery charger.